Event description:
It was reported that the wrench was not engaging with the pacemaker header while trying to screw in the right ventricular lead. The physician tried different wrenches with and without the lead in the header and had no success. It was also noted that the right connector screw had failed. The device was removed and replaced with a new device instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.